Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusions set fell off during use on event on (B)(6) 2024. Customer replaced infusion set and resumed insulin successfully. Insertion area was cleaned, air dried and free from hair. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).